Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm, replace battery alarm, pump error in the history. The customer¿s blood glucose level was 240 mg/dl. The customer was assisted with troubleshooting for pump error. The customer was reported that the they were able to clear the alarm and able to rewind the insulin pump. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.